Event description:
Congestion; I have had multiple issues with this device. Several returns/reworks with no improvements. Unit will stop working, humidifier issues, etc. Repeated returns (3) and they either reworked the unit (2x) and claimed to provide new (but it was refurbished). I have used the recommended water, changed filters and followed the guidelines of the instructions as recommended. Unit still will not work reliably and has caused reactions; including coughing, nasal blockage, tiredness as a result of the unit not working as prescribed. The manufacturer claims the issues are related to dust. The filter is cleaned as instructed; a hepa filter system is in the room the device is used, the unit is cleaned daily. A friend who works in the medical device industry and indicated that I should report this issue immediately. This is a manufacturer issue which is resulting in patient harm. The manufacturer has not reported any of the complaints to date on per the requirements of 21 cfr part 803. I am currently looking at other manufacturers of this device and who would seem to follow FDA requirements for marketing a device. The procode is bzd for the 510k (k180388). FDA safety report ID # (B)(4).